Manufacturer narrative:
Batch review performed on 14-oct-2024: lot 2317706: (B)(4) items manufactured and released on 27-nov-2023. Expiration date: 2028-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: batch review performed on 14-oct-2024: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2317719: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 months after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.